Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of taxol. The taxol infusion was started at 1403. At 1503, the pump beeped however the clinician noted that there was still a large amount of taxol remaining in the bag. The clinician added more time to the infusion at 1520. The pump was programmed to run at 266ml/hour. The clinician removed the infusion pump and restarted taxol on different pump. The medication ran for one hour and fifty two minutes instead of an hour. There was patient involvement but no harm.

Event description:
It was reported that there was an under infusion of taxol. The taxol infusion was started at 1403. At 1503, the pump beeped however the clinician noted that there was still a large amount of taxol remaining in the bag. The clinician added more time to the infusion at 1520. The pump was programmed to run at 266ml/hour. The clinician removed the infusion pump and restarted taxol on different pump. The medication ran for one hour and fifty two minutes instead of an hour. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed through log review or reproduced during laboratory testing. Laboratory testing showed the pump module was delivering fluids within specifications. Review of the pump module error log showed no error was recorded on the reported event date. Review of the pump module event log showed, on (B)(6) 2024, between 6:27 pm and 6:33 pm, the pump module was programmed guardrail infusion at a rate of 130ml/h with the volume to be infused (vtbi = 200ml). At 7:02 pm, the pump module was programmed at a rate of 266ml/h with the vtbi = 246ml, and infusion was completed, at 7:57 pm, another infusion was programmed at a rate of 266ml/h with the vtbi = 100ml. Between 7:57 pm and 8:02 pm, the pump module was programmed at a rate of 266ml/h with the vtbi = 42ml, and infusion was completed. The last infusion was programmed at a rate of 266ml/h with the vtbi = 80ml, the infusion was completed at 8:21 pm and the user press channel off. The inspection and testing of the suspect pump module did not find any issues or anomalies. The pump module was found to be infusing within specification. The alaris system user manual v12.3.1 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. Also, the alaris system user manual v12.1.2 notes that rate accuracy can be affected by: o temperature and viscosity of the IV solution. O height of the pump in relation to the patient. O height of the solution container in relation to the pump. O back pressure related to the infusion set and the IV catheter. Use only bd alaris¿ pump infusion sets with the pump module. The use of any other set can cause improper device operation, resulting in an inaccurate fluid delivery or other potential. The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: the suspect pump module s/n (B)(6) has been opened for investigation. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported device had an under infusion of taxol, was not determined or replicated. Laboratory testing showed the pump module was delivering fluid within specification. Note that this report lists imdrf annex a040502, a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.